Event description:
It was reported that the pacemaker could not be communicated via radio-frequency telemetry. It was noted that the rf telemetry was lost after two minutes of interrogation, and the issue remained consistent after rebooting the programmer. No intervention had been performed, and the patient remained stable.